Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(4). This report is for an unknown reconstruction plate, unknown quantity, and unknown lot. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after subsequent review of the following journal article, peacock, z.s., afsbar, s., lukas, s.j., & kaban, l.b. (2012). "Customized repair of fractured mandibular reconstruction plates." Jounal of oral and maxillofacial surgery, (70: e563-e573). A retrospective review was done at a medical center reviewing the use of a custom prosthesis to engage fractured reconstruction plates in patients. These patients cannot undergo an autogenous bone grafting procedure or replacement of entire plate. Two of the three patients in the review were implanted with synthes 2.4 reconstruction plates. The two patients with synthes reconstruction plates is a (B)(6) female and a (B)(6) male. A (B)(6) male was implanted with competitors reconstruction plates. A (B)(6) male developed chondroblastic osteosarcoma. After chemotherapy treatment the patient underwent reconstruction with a 2.4mm reconstruction plate. After noticing a loud noise while chewing a panoramic radiograph was done, which showed a fracture in the reconstruction plate that was repaired with a custom prosthesis to shorten recovery time. The patient remains stable 9 months after the placement of the custom prosthesis. This report is 4 of 4 for (B)(4). This report is for an unknown reconstruction plate and an unknown screw. A copy of the journal article is being submitted with this medwatch.